Event description:
CT staff reported they used 100 ml of mni paque 350 dye. It was at room temp. They do not do any add'l warming. They use a CT simulator. Pt extension set was hooked up directly to a dual head pressure injector. They always do a test injection of 20 ml normal saline. They had to readjust tubing due to loose connection. They then continued with saline. No swelling at the site was noted, the machine immediately starts the 100 ml dye injection, followed by the 40 ml normal saline. At the time they did not notice any dye in the veins. The scan showed that the contrast was around the port pocket but not in the veins. The graph never showed a spike in pressure and at the time complained of stinging around the port and the site was swollen. The pt was sent to radiology that adjusted the port. A dye study was completed and the tip is in the super vena cava placement. The radiologist felt the needle was not long enough.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.